Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found the customer swapped input/output printed circuit boards. Review of the device history records show that the input/output printed circuit board in the received unit belongs to an unknown device. This is an indication that the printed circuit board is not original to the device and was installed outside the factory, an operation that is not permitted. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of device tampering was discovered. It is unknown whether or not the device was used on a patient after it was tampered with by the customer.